Manufacturer narrative:
A supplemental report is being submitted for correction and device evaluation. Correction: b.5 and h.10 were corrected to include the additional product that was associated with the event. Product event summary: the hvad pump and controller were not returned for evaluation. Review of the controller log files revealed several increases power consumption accompanied by changes in pump rotational speed. Analysis of the alarm file logs also revealed an electrical fault alarm was logged on (B)(6) 2020 at 09:06:59 due to an open phase in rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 09:07:02, due to the increased power consumption required to run on a single stator. Review of the controller log files revealed a high watt alarm was logged on (B)(6) 2020 accompanied by two (2) increases in pump rotational speed. Review of alarm log files also revealed four (4) additional electrical fault alarms have been logged since (B)(6) 2020 due to an open phase in rear stator, resulting in single stator operation. As a result, the reported events were confirmed. Based on risk documentation and available information, a possible root cause of the reported electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause for the reported high watt alarms can be attributed, but not limited, to changes in pump rotational speed, contamination by foreign material of the driveline connector and/or a marginal driveline connection. Additional products: d1: heartware ventricular assist system ¿ driveline d4: model #: 1103 / catalog #: 1103/ expiration date: 31-dec-2020/ serial or lot#: (B)(6), UDI #: (B)(4). D10: no. H3: yes. H4: mfg date: 11-dec-2018. H5: yes. H6: patient code(s): c50675. H6: device code(s): c63007. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4315 .investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The event description was corrected to include additional alarms that were associated with the event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were high watt alarms associated with the event and it was noted that the ventricular assist device (vad) power consumption was within normal operating parameters.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm. The controller remains in use. No patient complications have been reported as a result of this event.